Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, an authorized bench technician noted that the therapy switch for the device was defective. It was reported by the technician that when the switch was set to 1-10 joules, the device would read 20 joules. There was no patient involvement.